Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09392. It was reported that stent dislodgement occurred. The target lesion was located in the calcified left anterior descending artery. A 2.50 x 16 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation of the device, the stent came off from the stent delivery balloon. The device was never used inside the patient. Subsequently, another 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device, it got caught on the non-bsc guide extension catheter and was damaged. The stent and delivery system were removed from the patient and the procedure was completed using another synergy stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery catheter was not returned for examination and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. A visual examination of the crimped stent found that the stent had detached from the stent delivery system. The stent was damaged with struts bunched and overlapping. Based on the complaint report and the analysis performed the stent damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09392. It was reported that stent dislodgement occurred. The target lesion was located in the calcified left anterior descending artery. A 2.50 x 16 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during preparation of the device, the stent came off from the stent delivery balloon. The device was never used inside the patient. Subsequently, another 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, upon removal of the device, it got caught on the non-bsc guide extension catheter and was damaged. The stent and delivery system were removed from the patient and the procedure was completed using another synergy stent. There were no patient complications reported.